Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a "battery inoperable" error message. This resulted in an alarm which notified the caregiver of the error message there was no patient injury reported as a result of this incident.